Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the new patient and orders were failed. A technical support specialist (tss) dialed into the es server and performed a server upgrade to version 1.11. The tss logged into healthsight viewer (hsv) and observed meditech_adt_rx showing down. And launched sql server management studio (ssms) and ran the downtime query, which revealed carefusion coordination engine (cce) in a disconnected status. The cce services were restarted (data maintenance, external message, net.pipe listener, net.tcp listener, and net.tcp port sharing). The tss attempted to deploy interface services utility ¿ cce (build 1), which failed. The tss reran the downtime query with no changes. The integration engineer confirmed cce services were down. No specific errors were found in tracing, no disk space or cpu usage issues were observed, and event logs contained only one error. Startup services were initiated, and messages from the queue began to drain. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, new patient information and medication orders failed to drop to the system. The interface to the emr was reported as down and displayed a message indicating it was unable to open an active socket. As a result, two devices were placed on critical override, including the emergency department device. The interface disruption affected normal patient and order synchronization across the devices. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.